Event description:
It was reported that during a pre-use check, the customer noticed the regular elbow connector was deformed. It was suspected that it was caused by imperfect molding. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any missing component on the unit. The sample present damage in the elbow connector. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. All procedures are being carried appropriate. An audit was conducted and random sample tested, and no discrepancies were found. The reported issue was confirmed. The most probable root cause is that the elbow connector became damaged after the product left the manufacture facility. UDI is unknown. Operator of device is unknown. Manufacturing site address is unknown. PMA/510k is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.